Manufacturer narrative:
Concomitant therapies: juvéderm® volbella® with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional report a patient was injected with 5 syringes juvéderm¿ voluma¿ with lidocaine to ck1, ck4, t1 and t2, 3 syringes juvéderm® volift¿ with lidocaine to ck3, nl1, nl2, lp1, lp6, 1 syringe juvéderm® volbella® with lidocaine to tt1, tt2, tt3 and 8 syringes juvéderm® volux¿ to c1, c2, c6, jw4, jw5. Patient experienced lots of swelling immediately post injection and no after pictures could be taken. Patient had extreme swelling and tenderness that lasted for 3 weeks. Developed hard lumps in chin after 6 months further described as granuloma type lesions- 2x2 cm and 5 nodules (no report of biopsy). Mostly in marionette line area and c6 distribution. Patient assumed the lumps were due too much filler and that they will go away. Treatment included ice, reactine and nsaids initially. Treatment was not provided for the lumps since they were not that visible and not tender. Patient presented for botox and mentioned the lumps but is reluctance to ever do filler again and/or try hyaluronidase at this late stage. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00102 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2021-00134 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm¿ volift¿ with lidocaine injection.